Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged the day after it was implanted. Additional information obtained from the field indicates that dislodgement was confirmed via chest x-ray. The physician had explanted this lead and a new lead was implanted as replacement. No additional adverse patient effects were reported.